Event description:
During the closing of trocar at the end of surgery, the vicryl ur6 needle in use by the assistant broke and then fell into the trocar wound. It took approximately two hours to isolate and remove the broke needle from the chest wall.